Event description:
It was reported that the customer woke up and the battery in the insulin pump was dead. The customer stated that the number 6 was flashing on his insulin pump, and everything was gone afterwards. The customer's blood glucose was 300 mg/dl. The customer stated that he tried two different batteries and that the third battery worked. The customer had reverted to manual injections. The customer stated that his skin was burning due to neuropathy. The customer further stated that there was nothing in the alarm history. Advised customer to check the settings with his healthcare provider. Advised that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
All operating currents were within specification and the off no power alarm functioned properly. No blank display was noted and no damage was noted to the isolation tape. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.